Manufacturer narrative:
Correction to the initial MDR in h6. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) was replaced due to difficulties charging. Although the exact cause remains unknown, weight fluctuations in the patient and the age of the device might have contributed to the issue. The ipg was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing well.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) was replaced due to difficulties charging. Although the exact cause remains unknown, weight fluctuations in the patient and the age of the device might have contributed to the issue. The ipg was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.